Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that 41 unspecified bd venflon¿ pro safety shielded IV catheters had issues with infiltration/extravasation, 11 catheters leaked water/saline during use, 27 catheter caused a localized IV site infection, including one that required antibiotic therapy and lengthened hospitalization. Additionally, 3 catheters had issues with blood exposure, 1 caused a needlestick injury after use, 1 catheters safety mechanism did not cover the needle, 13 had safety mechanism failure, 6 had open packaging units, 8 catheters displaced during use, and 1 had the safety cover come off and leak blood. The following information was provided by the initial reporter: "it was reported via post market survey response that the clinicians encountered infiltration / extravasation (41), leakage (11), localized IV site infection (27), hematoma (47), exposure to blood (3), needle stick injury before use on a patient (5), needle stick injury after use on a patient (1), safety mechanism did not cover needle/stylet (1), safety mechanism did not activate (13), no / reduced flow of IV fluid (6), open packaging (6) catheter displacement (8) and safety cover came off causing a leak of blood (1)." "Additional information related to leakage: what fluid leaked: saline solution. Water for solutions for injection. Saline solution, drugs. Where did the leakage come from: during drug treatment. Connection with valve. Extravasation from the forearm/hand. Additional information related to clinician exposure to blood: despite the safety mechanism, the cannula dripped drops of blood. The cover came off causing a leak of blood. Additional information related to localised IV site infection (e.g. Cellulitis, abscess, phlebitis, thrombophlebitis): cellulitis at the access site that required antibiotic therapy and lengthened the hospitalisation period. Additional information related to hematoma: pain, catheter removal".